Event description:
It was reported that a homechoice device experienced an unspecified alarm. It is unknown if the patient was connected at the time of the alarm. It was not reported in which cycle of peritoneal dialysis therapy the alarm occurred. The home patient will complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history logs identified the reported problem to be a system error 2367. A visual inspection and functional testing were performed. The assignable cause was identified as a faulty printed circuit board (pcb). To correct the condition, the pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.